Event description:
A facility representative reported that following a implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was later intraoperatively removed and replaced for a shorter length lens and the problem was resolved. Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)